Event description:
The company received a report from biomedical engineer that the unit did not provide an audible tone. There was no patient harm reported.

Manufacturer narrative:
The customer has isolated the failure to the main board. The device is expected to be returned for investigation. If new information is identified during the investigation, a supplemental report will be provided.